Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that the bulb failed to function. It was further reported that the bulb had been tested on several light sources. On every light source the error e-3 was displayed. Further, it was reported that the bulb had a total usage of 34 hours.